Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-05834. It was reported during the elective ipg replacement the physician unintendedly pulled a thoracic lead and the lead had migrated. In turn the physician explanted and replaced both of the thoracic leads. Effective stimulation was restored postoperatively. It is unknown which one is related to the issue. Therefore both are being reported.